Event description:
It was reported that during an initial sternal fixation procedure, the silver hexalobe driver drill bit fractured while the surgeon attempted to reverse a screw. No patient impacts or complications were reported. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: associated product information, part (lot): 115.104.06 (unknown) (B)(4). 115.102.06 (unknown) (B)(4). 100.035.14 (unknown) (B)(4). 100.035.16 (unknown) (B)(4). 100.035.18 (unknown) (B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial sternal fixation procedure, the silver hexalobe driver drill bit fractured while the surgeon attempted to reverse a screw. The correct surgical technique was used, there were no retained pieces, and the procedure was completed with an alternate device. No patient impacts or complications were reported. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: associated product information, part (lot): 201.047.00 (unknown) qty 1, 115.104.06 (unknown) qty 1, 115.102.06 (unknown) qty 2, 100.035.14 (unknown) qty 10, 100.035.16 (unknown) qty 2, 100.035.18 (unknown) qty 6. The complaint event has not been confirmed.no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.